Event description:
The customer reported that while the unit was in use on a patient, the unit shutdown. No error code was displayed. Recycled power and the unit works for approximately 30 minutes before shutdown occurs. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed that the unit had shutdown 3 times and the fault log showed code 53 (shuttle transducer offset failure). He replaced the main printed circuit board. The unit was tested to factory specification. It functioned normally and was returned to the customer.